Event description:
Post-surgical pt was in surgical intensive care unit with 16 fr foley catheter/temperature probe in place. Nurse found the foley catheter in the pt's bed in 2 pieces, apparently removed by the pt. Nurse assessed that the removed catheter was complete. A new foley was placed. Pt was incontinent after hosp discharge. On 4/26/95, pt's family informed the physician that the pt passed a 6"-8" piece of catheter when voiding. No complications, and incontinence was resolved. Family has not released catheter piece for evaluation to the MFR.